Event description:
It was reported that the tip of the screwdriver instrument, part number 314.152, was broken off from the shaft. It was not reported that there was any ill effect toward the patient or any increase in surgery time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. There was evidence that the tip of the instrument had forces placed upon it that were in excess of those expected. The investigation of the complained screwdriver shows that tip is indeed broken off-remaining tip badly twisted. There must have been considerable force, as the shaft is jammed into the handle and cannot easily be removed. This indicates that far too much mechanical force had been applied, which finally caused the breakage of the tip. Further investigation regarding the manufacturing documents show conformity to the specification. No product fault could be detected.